Event description:
Information received indicates the brake will set but the casters continue to rotate from side to side.

Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.